Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device was removed in (B)(6) 2019 or (B)(6) 2020 (pt unsure of yr) due to infection and no other device was implanted.